Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor was completed. During investigation, the rear response button was non-functional. The cause for the defective response button was a disconnected flexible pcb from the ca board. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.